Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection due to an implant site closure failure. There was no performance issue with the device system. The patient was hospitalized and the device system was explanted. The patient was treated with antibiotics. A new device system will be implanted at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.